Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received one used iag bc 20ga catheter/adapter assembly and an empty package from catalog number: 382533, lot number: 8235933. Visual/microscopic evaluation: there was no foreign matter observed on the catheter tubing. Indeterminate ¿ the defect foreign matter could not be confirmed or replicated with the returned unit. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. Indeterminate ¿ the defect needle retraction failure could not be confirmed or replicated unit. No sample was returned for evaluation testing.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract and there was foreign matter in the catheter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract and there was foreign matter in the catheter. No serious injury or medical intervention was reported.